Event description:
It was reported that the rv lead exhibited diminished sensing. X-ray revealed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.